Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump gave a message that it could not detect the cartridge removed when a new cartridge was placed. Additionally, the customer experienced resistance with multiple attempts to fill the cartridge. The needle was changed yet the customer still experience resistance with the cartridge during the fill. During troubleshooting with tandem technical support, the customer was able to change the cartridge and resume insulin delivery. There was no impact to the customer's blood glucose level.